Event description:
Reporter received a recall letter from walmart and found that one their freestyle libre 3 sensors lot numbers was on the list. As a result reporter stopped using said sensor. Reporter also stated that since they have discontinued using the sensor they have been experiencing arm pain.